Manufacturer narrative:
A ge service rep performed an on site investigation and verified there were x-rays but no display of images. A one amp fuse in the camera power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 2800 system was not producing images. No pt injury was reported.